Event description:
It was reported by service report that the siderails would not lock in place due to broken stop catches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.